Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a patient with an incomplete side cut/bed from the six to nine o`clock position following lasik flap creation of the right eye. An irregular pattern was noticed during the cut. The flap was able to be lifted but with irregular inferior temporal edge and torn epithelium. Issues have been reported to be resolved.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. During an onsite visit after the reported event the fse (field service engineer) was able to confirm test cuts were out of specifications. To fix this issue fse replaced laserhead, articulated arm and f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a worn laserhead, articulated arm and f-theta lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample returned and forwarded to supplier for failure analysis: worn laserhead. The root cause could not be identified conclusively. Worn laserhead is a contributing factor. The manufacturer internal reference number is: 2018-60328.